Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity and pregnancy termination. Previously administered products included for birth control: iud from 2012 to 2013 and nuva ring from 2005 to 2012. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal discomfort ("upset stomach"), abdominal distension ("bloating"), alopecia ("hair loss / losing hair"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("cramping"), tooth loss ("losing teeth"), irritability ("irritability"), migraine ("migraines"), headache ("headaches/ severe and persistent headaches"), nausea ("nausea"), rash ("rashes on chest / rashes on lower abdomen / rashes on arms"), vaginal discharge ("vaginal discharge"), blindness ("loss of vision"), vision blurred ("vision problems- blurred vision and prescription changes") and weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction (rashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition / intestinal issues"), menstrual disorder ("phantom periods"), abdominal pain ("severe and persistent abdominal pain"), eye pain ("severe and persistent eye pain"), toothache ("severe and persistent tooth pain"), post procedural discomfort ("placement could be uncomfortable") and procedural pain ("placement could be painful"). The patient was treated with surgery (full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, abdominal discomfort, abdominal distension, alopecia, hormone level abnormal, abdominal pain lower, tooth loss, irritability, migraine, headache, nausea, rash, vaginal discharge, blindness, vision blurred, weight increased, abdominal pain, eye pain, toothache, post procedural discomfort and procedural pain had resolved and the menstrual disorder was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, blindness, dysmenorrhoea, eye pain, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, irritability, menstrual disorder, migraine, nausea, pelvic pain, post procedural discomfort, procedural pain, rash, tooth disorder, tooth loss, toothache, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. On (B)(6) 2013, dye test showed that the tubes were blocked. Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs received - case upgraded as incident. New events, "allergic or hypersensitivity reaction (rashes), dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition / intestinal issues, upset stomach, hormonal imbalance,phantom periods, hair loss/losing hair, cramping, losing teeth, irritability, migraines, headaches, rashes on chest / rashes on lower abdomen / rashes on arms, vaginal discharge, loss of vision, weight gain, vision problems- blurred vision and prescription changes, severe and persistent abdominal pain, severe and persistent eye pain, placement could be uncomfortable and placement could be painful" were added. Lot number was added. Product implant and explant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, nulliparous and pregnancy termination. Previously administered products included for birth control: iud from 2012 to 2013 and nuva ring from 2005 to 2012. Concurrent conditions included body mass index normal. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition / intestinal issues"), abdominal discomfort ("upset stomach"), abdominal distension ("bloating"), alopecia ("hair loss / losing hair"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("cramping"), tooth loss ("losing teeth"), irritability ("irritability"), migraine ("migraines"), headache ("headaches/ severe and persistent headaches"), nausea ("nausea"), rash ("rashes on chest / rashes on lower abdomen / rashes on arms"), vaginal discharge ("vaginal discharge"), blindness ("loss of vision"), vision blurred ("vision problems- blurred vision and prescription changes") and weight increased ("weight gain"). On an unknown date, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction (rashes)"), menstrual disorder ("phantom periods"), abdominal pain ("severe and persistent abdominal pain"), eye pain ("severe and persistent eye pain"), toothache ("severe and persistent tooth pain"), post procedural discomfort ("placement could be uncomfortable") and procedural pain ("placement could be painful"). The patient was treated with surgery (full hysterectomy and salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dermatitis allergic, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, abdominal discomfort, abdominal distension, alopecia, hormone level abnormal, abdominal pain lower, tooth loss, irritability, migraine, headache, nausea, rash, vaginal discharge, blindness, vision blurred, weight increased, abdominal pain, eye pain, toothache, post procedural discomfort and procedural pain had resolved and the menstrual disorder was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, blindness, dermatitis allergic, dysmenorrhoea, eye pain, fatigue, gastrointestinal disorder, headache, hormone level abnormal, irritability, menstrual disorder, migraine, nausea, pelvic pain, post procedural discomfort, procedural pain, rash, tooth disorder, tooth loss, toothache, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. On (B)(6)2013, dye test showed that the tubes were blocked. On unknown date dry test should the test showed that the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, nulliparous and pregnancy termination. Previously administered products included for birth control: iud from 2012 to 2013 and nuva ring from 2005 to 2012. Concurrent conditions included body mass index normal. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal discomfort ("upset stomach"), abdominal distension ("bloating"), alopecia ("hair loss / losing hair"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("cramping"), tooth loss ("losing teeth"), irritability ("irritability"), migraine ("migraines"), headache ("headaches/ severe and persistent headaches"), nausea ("nausea"), rash ("rashes on chest / rashes on lower abdomen / rashes on arms"), vaginal discharge ("vaginal discharge"), blindness ("loss of vision"), vision blurred ("vision problems- blurred vision and prescription changes") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction (rashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition / intestinal issues"), menstrual disorder ("phantom periods"), abdominal pain ("severe and persistent abdominal pain"), eye pain ("severe and persistent eye pain"), toothache ("severe and persistent tooth pain"), post procedural discomfort ("placement could be uncomfortable") and procedural pain ("placement could be painful"). The patient was treated with surgery (full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dermatitis allergic, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, abdominal discomfort, abdominal distension, alopecia, hormone level abnormal, abdominal pain lower, tooth loss, irritability, migraine, headache, nausea, rash, vaginal discharge, blindness, vision blurred, weight increased, abdominal pain, eye pain, toothache, post procedural discomfort and procedural pain had resolved and the menstrual disorder was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, blindness, dermatitis allergic, dysmenorrhoea, eye pain, fatigue, gastrointestinal disorder, headache, hormone level abnormal, irritability, menstrual disorder, migraine, nausea, pelvic pain, post procedural discomfort, procedural pain, rash, tooth disorder, tooth loss, toothache, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. On (B)(6) 2013, dye test showed that the tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.